Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 27-jun-2024. Patient reported that the occlusion was at the infusion site. Blood glucose level was 500 mg/dl at the time of event. Therefore, patient took correction injection via mdi. Patient changed supplies as necessary and resumed insulin therapy no further information was available.